Manufacturer narrative:
The reported event of the leadless pacemaker entering emergency vvi (evvi) related backup mode was confirmed. Analysis supports that the most likely root cause of the event was due to chronic exposure to electromagnetic interference (emi) that led to a false-positive telemetry command for the device to switch to evvi settings.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Event description:
Additional information received indicated the device firmware was upgraded to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device reset to emergency vvi mode. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.